Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. A microscopic inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. During the procedure the needle pulled off the suture. The case was completed with a like device. There were no adverse patient consequences.